Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that a patient was in the operating room having a tracheostomy tube placed. After placement, the health professional attempted to connect ventilator tubing to the tracheostomy tube, but could not as the 15mm connector was misshaped and wouldn't fit onto the tubing. The reporter explained that the tracheostomy tube was replaced, and the new tracheostomy tube fit onto the ventilator tubing. The reporter indicated that no patient injury occurred as a result of the reported event.

Manufacturer narrative:
This is a follow-up report due to corrected data. A product sample was not returned to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Manufacturer narrative:
One 7.0mm tts¿ cuffed fixed neck flange hyperflex¿ tracheostomy tube was returned for investigation. Inspection of the device found that the device connector did not match the manufacturing specification for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).